Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl at the time of the event. Troubleshooting was performed. The time on the insulin pump was twelve hours off. The customer declined to perform the displacement test passed. The customer stated that he spent a long day walking in the mall, so over exertion may have led to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.